Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge change alert. There was no impact to the customer's blood glucose level. Reportedly, the customer states alert was result of use error. No further information was provided on reported event.